Event description:
A distributor reported that a malfunction alarm, specifically alarm 20 related to a cartridge issue, occurred while the pump was in use. The customer was instructed to replace the pump after the alarm recurred with a second cartridge. There was no information available regarding the customer¿s blood glucose level at the time of the event. However, the pump was under warranty, and a replacement pump was provided. The customer declined to share details about backup insulin therapy or to accept goodwill cartridges and was instructed to return the problematic pump within 10 days using the provided materials.